Event description:
It was reported that during the procedure, the stent failed to deploy. Another stent was used. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not arrived at the mfg facility for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unk.